Manufacturer narrative:
The reported event of "sheath oozing back blood" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath instructions for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli.

Event description:
The fast-cath hemostasis introducer was used but had an issue with the hemostatic valve on the 11f sheath oozing back blood. This was noticed when exchanging the agilis sheath for this sheath at the end of procedure. The valve was covered with gauze and the procedure was completed. No patient consequences. The hospital policy prohibits the release of the patient identifier, weight, age, and gender.